Event description:
It was reported that the device motor is running slow. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked and broken ear clip. Motor rate error found in pump event history log. Occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was a combination of motor assembly, warm gear, leadscrew and clutch halves. It was normal wear since the pump is over 8 years old. Actions were taken to mitigate the reported issue: replaced motor assembly and damaged cases. UDI information is unknown.